Event description:
Additional information received reported the catheter was broken at the spine. Due to the patient's age and low dose, it was decided to not replace the catheter and let the pump expire and remain implanted. The drug delivered by the pump was an unknown opiate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8731, serial # (B)(4), implanted: (B)(6) 2006, explanted: unknown. (B)(4).

Event description:
It was reported the pump was stopped and updated on (B)(6) 2013 and now the patient heard an alarm at 1:06 pm on the date of this report. The pump alarm interval was 2 hours. When the pump was interrogated, the reporter could not get past a splash screen that said ¿pump is stopped¿ message on the programmer. The event was ¿absolutely maddening¿ and ¿completely inappropriate.¿ it was later determined the pump had been turned off between (B)(6) 2013. The event was not ¿overly unpleasant¿ for the patient at the time of this report. The pump reached eos on (B)(6) 2013. It was noted there was no drug left in the pump. The patient was too unhealthy for surgery for replacement. It was later reported the pump alarm was not heard two hours later and it seemed like the act of interrogating the pump silenced the alarm.

Event description:
It was reported that the catheter was dislodged or broken and the pump was stopped. The alarm was sounding and was turned off. The patient will not be having the pump or catheter fixed or replaced and will have her pain managed "another way." The drug in the pump was unknown.